Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient was concerned about the "butt battery." It was noted that the patient was currently recharging every 2 weeks. It was noted in the beginning she only charged once a month. It was noted that the patient had gone down to 2 programs or channels when she used to use 4. It was further noted that stimulation was set at 1.0 - 1.3. It was noted that the patient used to have stimulation at 1.5 with 4 programs. It was noted that this changed 3 months ago. It was noted that manufacturing representative checked her implant and stated that nothing was wrong. It was noted that the patient needs to go back to her health care professional (hcp) to determine the reason for battery depletion rate. Additional information received on april 22, 2014 reported that the patient wanted to have her device checked because she had to charge more often. It was noted that the patient charged her implantable neurostimulator (ins) every week and this started about a month prior to the report. It was noted that the patient had not increase the stimulation and did not have the stimulation on more often. It was noted that the patient tried to turn the stimulation off sometimes to save on the battery. It was noted that for the last year, the patient had been charging her ins when she could versus having to charge for 4 hours at a time. It was noted that the last couple of times she charged the ins to 50%, the ins depleted very quickly. It was noted that when she first got the device, she had to charge about once a month, then every 2 to 2.5 weeks and now once a month. It was noted that the patient had stimulation at a low setting. Further information received on oct. 13, 2015 reported that the ins was not holding a charge and that the lead had "popped out." The patient stated that the about one week after implant the system was working well. However, no imaging was performed until 2 years later when they started to have issues with the ins not holding a charge and then was told that the left lead had "popped out." The patient stated that they had the device system checked several times. It was also noted by the patient that the recharge interval dropped and that they had one occurrence of an overdischarge. There were no falls or trauma associated with the issue. The patient had to recharge once a week so they had the ins system replaced with a non-rechargeable model. The indications for use for the implanted device were noted as spinal pain and cervical radiculopathy.

Event description:
Additional information received from the consumer reported the patient had issues and was told the implant had migrated in her body.